Event description:
It was reported that a recent atrial fibrillation (af) episode showed mechanical noise which was intermittently over-sensed. No therapy was delivered. Technical services (ts) was consulted and confirmed all signs are suggestive of an electrode conductor fracture. It was suggested that the health care professional (hcp) ask the patient about any accident or fall around the end of 2024 that could have resulted in electrode integrity damage. The patient will be brought in to clinic for x-ray imaging and further review. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that a recent atrial fibrillation (af) episode showed mechanical noise which was intermittently over-sensed. No therapy was delivered. Technical services (ts) was consulted and confirmed all signs are suggestive of an electrode conductor fracture. It was suggested that the health care professional (hcp) ask the patient about any accident or fall around the end of 2024 that could have resulted in electrode integrity damage. The patient will be brought into clinic for x-ray imaging and further review. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: the patient came to clinic and the signals were recreated quite easily. X-rays were obtained and sent to ts for further review, and therapy was turned off. Lead replacement is scheduled for12-may-2025. Us engineering confirmed the patient's current subcutaneous implantable cardioverter defibrillator (s-ICD) can be re-used with a new electrode.

Event description:
It was reported that a recent atrial fibrillation (af) episode showed mechanical noise which was intermittently over-sensed. No therapy was delivered. Technical services (ts) was consulted and noted all signs are suggestive of an electrode conductor fracture. It was suggested the health care professional (hcp) ask the patient about any accident or fall around the end of 2024 that could have resulted in electrode integrity damage. The patient will be brought into clinic for x-ray imaging and further review. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: the patient came to clinic and the signals were recreated quite easily. X-rays were obtained and sent to ts for further review, and therapy was turned off. Lead replacement is scheduled for (B)(6) 2025. Us engineering confirmed the patient's current subcutaneous implantable cardioverter defibrillator (s-ICD) can be re-used with a new electrode. Additional information received 12-may-2025 indicates this electrode was explanted as part of a system replacement. At explant, noise was present in secondary vector when the electrode was tested with the new can and the old can. Noise was not present in primary vector. Both the electrode and the s-ICD will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a recent atrial fibrillation (af) episode showed mechanical noise which was intermittently over-sensed. No therapy was delivered. Technical services (ts) was consulted and noted all signs are suggestive of an electrode conductor fracture. It was suggested the health care professional (hcp) ask the patient about any accident or fall around the end of 2024 that could have resulted in electrode integrity damage. The patient will be brought into clinic for x-ray imaging and further review. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: the patient came to clinic and the signals were recreated quite easily. X-rays were obtained and sent to ts for further review, and therapy was turned off. Lead replacement is scheduled for (B)(6) 2025. Us engineering confirmed the patient's current subcutaneous implantable cardioverter defibrillator (s-ICD) can be re-used with a new electrode. Additional information received 12-may-2025 indicates this electrode was explanted as part of a system replacement. At explant, noise was present in secondary vector when the electrode was tested with the new can and the old can. Noise was not present in primary vector. Both the electrode and the s-ICD will be returned for analysis. No additional adverse patient effects were reported. Additional information: this electrode was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the shocking coils were slightly stretched out at the proximal end and misaligned at the distal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 55 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.